Event description:
On 10/14/98, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: in the performance of her duties, continually worked with, used, handled, and was caused to come in contact with and be exposed to latex powdered gloves. Plaintiff alleging that she has sustained the following injuries: anaphylaxis, angioedema, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress.